Event description:
It was reported that the husband brought her insulin pump to the emergency room, and the doctor removed the battery. The caller was told to connect back, and the device alarmed battery out of limit. The blood glucose reading at time of call was 269mg/dl. The husband stated that the customer was hospitalized because she woke up in the middle of the night throwing up and she had a virus as well her blood glucose dropped to 16mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.